Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting far-field oversensing of ventricular activity on the atrial channel. The patient went to the clinic, where the crt-d was unable to be interrogated with a programmed properly, potentially due to a software upgrade being required. At this time, no changes have been made and the crt-d remains in service. No adverse patient effects were reported.